Manufacturer narrative:
(B)(4). Of the 26 devices reported, a total of 23 devices were received for evaluation. Additional lot# t92z66; t9349k; t92z05; t92p09; t92k3h; t93681; t92x1z; t9291n; t9309v; r94y6e; t9379c; t9332n; t9364p; r93v91; t92w3x; t92w7f; t93l6y; t93k31; t92n21. (B)(4).

Event description:
This report summarizes 26 malfunction events involving a total of 24 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.